Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 352 mg/dl and chest pains. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined troubleshooting with tandem technical support. Subsequently, customer went to the emergency room (ER). Although requested by tandem technical support, the customer declined to provide additional information regarding the issue. Reportedly, customer reverted to manual injections for insulin therapy.